Event description:
On 05/17/2023, it was reported by a sales representative via (B)(4) that an ar-9510-12r, ar-9510-09r, and ar-9510-06r rasp is rusty and discolored. This was discovered during an unspecified time with no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation; no photos were provided. According to the event description, the most likely cause of the reported failure is wear and damage caused by repeated use and/or reprocessing. The complaint's allegation was not confirmed.